Manufacturer narrative:
Internal complaint reference: (B)(4). Foreign zip code (B)(6).

Event description:
It was reported that during an arthroscopy, the sliding knot of the 'fast-fix 360' did not slip, they had to remove the inking. The procedure was completed with a s+n back up device. There was no delay and no further complications were reported.

Event description:
It was reported that during an arthroscopy, the sliding knot of the 'fast-fix 360' did not slip, they had to remove the inking. The procedure was completed with a s+n back up device. There was no delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). Foreign zip code (B)(6).

Manufacturer narrative:
H10: internal complaint reference: case (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of the part determined this was an isolated event. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The IFU, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.